Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1: reporter and reporting institution phone#: (B)(6).

Event description:
It was reported the equipment does not have a bracelet and the customer wants a consumable under contract. Though there was no description of harm, the question of patient/user harm was answered with yes. Good faith effort attempts are being conducted to find out more about the reported issue and potential harm.

Manufacturer narrative:
During investigation the reported problem turned out to be not reportable. The customer stated that there is a missing component. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient. The reported issue is readily detected and appropriate actions would be taken per hospital protocol to resolve the situation. As per the definition of non-reportable, this device/product issue did not cause or contribute to death or serious injury nor would likely cause or contribute to death or serious injury upon recurrence. A good faith effort (gfe) response received clarified and confirmed that there is no harm associated with the reported device event. During preventive maintenance it was discovered that the equipment is missing a blood pressure cuff. The field service engineer (fse) onsite arrange for a replacement blood pressure cuff to be sent to the customer. Based on the information available and the testing conducted, the cause of the reported problem was a missing blood pressure cuff. The reported problem was not confirmed. The customer was provided with a quote for a replacement cuff to solve the reported issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
During investigation the reported problem turned out to be not reportable. The customer stated that there is a missing component. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient. The reported issue is readily detected and appropriate actions would be taken per hospital protocol to resolve the situation. As per the definition of non-reportable, this device/product issue did not cause or contribute to death or serious injury nor would likely cause or contribute to death or serious injury upon recurrence. During preventive maintenance it was discovered that the equipment is missing a blood pressure cuff. The field service engineer (fse) onsite arrange for a replacement blood pressure cuff to be sent to the customer. Based on the information available and the testing conducted, the cause of the reported problem was a missing blood pressure cuff. The reported problem was not confirmed. The customer was provided with a quote for a replacement cuff to solve the reported issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.